Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00478. It was reported the patient began to experienced fever and chills the day after having 2 trial leads placed. The physician noted that there were no visible signs of infection, however due to the possibility of an infection, the leads were removed on (B)(6) 2017. Also, as a precaution the patient was prescribed antibiotics.